Manufacturer narrative:
A visual examination under magnification of the returned 3.5mm x 16mm non-locking hexalobe screws was performed. The returned screws were both confirmed to have batch number #. Both screws had noticeable signs of deformation along their screw heads. One screw had major signs of stripping along the head. The other screws stripping was less major but still visible. Screw head stripping may occur when excessive force is applied to the screw during torque to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, improper driver insertion, or improper surgical technique. No definitive conclusion can be made. It is unclear how or if the screws contributed to the plate breaking, no definitive conclusion can be made. Eleven reports are associated with this event. The submission numbers are as follows (including this one): 3025141-2025-00444. 3025141-2025-00445. 3025141-2025-00446. 3025141-2025-00447. 3025141-2025-00448. 3025141-2025-00449. 3025141-2025-00450. 3025141-2025-00451. 3025141-2025-00452. 3025141-2025-00453.

Event description:
It was reported that plate broke while the patient was taking his top off. Device explanted. There was no reported delay or adverse effects to the patient.